Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported the down button of the pump is not working. Caller stated the button does not respond at all to presses even if pressed hard; issue is consistent. No adverse event reported. Requested return of the alleged pump for evaluation.